Event description:
Event description guidant received information from the patient that this device has not been working since november of 2004 and it was causing the patient problems. The patient indicates the device was checked this month. An EKG indicates the patient's heart is beating okay without the pacemaker.